Event description:
Hole in cycler tubing - causing peritonitis there were 2 recalls prior to my husband's defective tubing. Another set of defective tubing was discovered while my husband was being treated in the hospital, this was reported to a medical care - they never did any testing or p/u on defective tubing.